Event description:
It was reported the patient experienced a burning sensation during recharge in and around the stimulator pocket and did not occur all the time. It was noted the patient recharged every sunday for an hour to an hour and a half. It was reported the patient did not know if the antenna or stimulator was getting hot. It was noted the burning sensation was under the skin and had occurred three times the last month. It was reported the antenna was damaged. A new recharger antenna was sent to him and the patient was still having the same issues. It was noted that it had been two months that it started but that the patient did not have the issue before. The patient had no falls, trauma, accidents, or anything out of the ordinary associated with the event. The recharger had not been dropped. The patient stated that he normally put the recharger antenna up against the skin. It was noted that the patient moved around until he got full coupling boxes. The patient did not use the stimulation while he charged. It was noted that the event would take a while to occur while charging, but the patient did not take notice on exactly when it occurred while charging. It was noted that the patient charged once a week. The last time it occurred ((B)(6) 2014), the patient was laying down to charge and was watching tv because the belt did not help to hold the antenna in place. It was noted that the equipment did not get hot but the patient¿s back got hot. The patient stated that it normally took 45 minutes to an hour and sometimes a little longer depending on the day. It was noted that it took a while for the spot on the patient¿s back to cool back down when it did occur. It was further reported that the patient had no issues with the stimulation. It was noted that a new recharger would be sent to the patient. Anomaly appeared to have occurred through product use. Upon device return, the recharger complaint was unverified. Additional information received reported that the implantable neurostimulator (ins) still heated up occasionally when the patient re charged his implant. The recharger antenna had been replaced and the patient was also sent adhesive patches. The patient sated that he didn¿t want to try to use the belt as it was ¿a pain.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID a01411002, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly. The implantable neurostimulator passed functional testing including heat testing during recharge. It was noted that there was no evidence that suggested the complaint device behaved differently than a control device. There were no abnormal hotspots observed from infrared images, and thermocouple data closely matched the control data.

Event description:
Additional information received reported that the battery was replaced on (B)(6) 2014 due to the battery heating up internally every so often when the patient charged the battery. Impedance testing and reprogramming was performed. It was noted that the patient was receiving effective therapy. The cause of the battery heating up was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.